Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 6, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half. The lens was cleaned and presented cosmetic issues. No further evaluation was performed. The complaint issue "explant and visual disturbance- dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: the following verbiage "other (81):" which was inadvertently entered in the section "h11" of the initial MDR report is no longer applicable and should not have been used for the section h3. This MDR is to correct that information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
A doctor reported a planned explant of a symfony toric intraocular lens (iol) as the patient was very unhappy with dysphotopsia and wanted the lens removed. It was confirmed that the patient did not have any pre-existing issue which contributed to the reported event. Through follow ups, it was learned that the lens was explanted from the patient's left eye as scheduled on (B)(6) 2024. A non johnson & johnson light adjustable lens (lal) of 19.0 diopter was used as a replacement. There were no other surgical interventions required. The patient outcome was good and no patient injury reported. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5: unknown, information was requested but not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.